Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech isolated the issue to a cracked block mechanism. He replaced the brake block and adjusted the brake system to repair the bed.